Event description:
Reporter alleged obtaining the results of 378 mg/dl and 143 mg/dl within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Pt had 20 gauge IV placed in right antecubital area. Pt attempted to get out of bed without assistance. Pulled out IV. The white catheter tip was missing from the hub.